Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and was hospitalized on (B)(6) 2021. The customer¿s blood glucose level at the time of incident was found to be 500 mg/dl. The symptoms for high blood glucose were none. The customer was treated with insulin drip. The customer was using the insulin pump. The significant event that lead to hospitalization was unexpected high blood glucose. Troubleshoot for high blood glucose was performed. The insulin pump will not be returned for analysis.